Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure image has color variations (purple) was confirmed however, the image is distorted and has lines was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely that image was purple due to charged coupled device broken. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the laparoscope experienced that the image is distorted/has lines and color variations during reprocessing. There were no reports of patient involvement.